Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report#: (B)(4). Product not returned for evaluation. Customer states that the doctor discarded the syringes, during routine appointment and advise him not to use them. Customer is now using a different brand and does not have any more of the syringes to send back for evaluation. Most likely underlying root cause: mlc-61 -improper use/mishandled by end user.

Event description:
Consumer reported complaint for broken syringe needle. The customer did not report symptoms. Medical attention is not reported. The product storage location is undisclosed. The needle lot manufacturer's expiration date is 02/11/2021. Customer states that he had two of the needles broken off in his arm, but he was able to remove them. Customer did not seek medical assistance as a results of the syringes.